Event description:
It was reported that the customer was going through the load process and received a cartridge alarm 9. Reportedly, the customer loaded 420 units of insulin. Customer's blood glucose level was not impacted. The customer was able to load the cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.